Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line during the initial drain on the homechoice (hc). There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) had the hp close the clamps and disconnected from the patient line. The tsr assisted the hp to end therapy and removed the supplies. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h14f18052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.